Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - the patient was admitted to the hospital because of a sudden syncopal episode. The patient had to be rescued by an external defibrillator and after that the device was no longer interrogable. The device was working fine some days before the event, which can be seen on the home monitoring report. The lead was explanted because of a high shock impedance during replacement. At a regular follow up on (B)(6) 2011 the shock impedance was ok.